Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The instructions for use were found adequate and state the following: always wash hands prior to use. Open the catheter package by gripping the white v notch and tearing downwards until insertion sleeve is fully exposed. Positioned comfortably with thighs spread apart, clean the opening to the urethra ¿ and the surrounding area. Wipe from front to back to avoid fecal contamination. Wash your hands again. Remove the catheter with the aid of the insertion handle and advance the catheter tip into the urethra. Slowly and gently insert the catheter into the urethra until urine begins to flow (approximately 1-1.5 or 2.5-3.8 cm). When urine stops flowing, begin to withdraw the catheter. It is recommended to slowly rotate the catheter during withdrawal, stopping each time urine begins to flow. Check the color, odor and clarity of the urine. Any changes may need to be reported to a health care professional. Disposal. Place the catheter back into the package and dispose in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Do not flush down the toilet. Wash hands. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient is getting injured during cathing because the holes in the catheter are not polished. It has caused bleeding several times. It is unclear if the lot number was requested. No additional information provided. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient was getting injured during catheterizing because the holes in the intermittent catheter were not polished. It has caused bleeding several times. It is unclear if the lot number was requested. No additional information provided. No medical intervention was reported.

Event description:
Patient is getting injured during cathing because the holes in the catheter are not polished. It has caused bleeding several times. It is unclear if the lot number was requested. No additional information provided. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR review is not required as the lot number is unknown. The instructions for use were found adequate and states the following: instructions for use: intended use: the catheter is intended for urinary bladder drainage in patients requiring catheterization for management of incontinence, voiding dysfunction, and surgical procedures. Please contact your physician to determine which product options are best for you, paying close attention to product warnings/ precautions and adverse reactions. The catheter becomes slippery when wet with water, eliminating the need for a separate lubricant. For your added convenience, this catheter is packaged with its own sterile water. Simply release the water from its foil packet and then tip the un-opened catheter package end-to-end. The catheter acts like a magnet to attract the water and activate its slippery coating. Follow these steps for best results. 1. Release the water. Prior to opening the sealed catheter pouch: a. Apply pressure to the foil packet to release the water. B. Ensure all water is released from the foil packet. 2. Wet the catheter. A. Hold package with printed side up. B. Tip package end-to-end three to six times to wet catheter. This movement is required so that the water transfers back and forth over the catheter to fully wet the hydrophilic coating. 3. Use the catheter. A. Peel back package to expose funnel end of catheter. B. If desired, use the self-adhesive tape on the package to temporarily attach the pouch to any dry vertical surface. C. Remove catheter and use according to physician¿s instructions. Warning: this is a single use device. Do not reuse. Reuse of a single use device increases the risk of catheter acquired urinary tract infections. Urethral catheter for urological use only. Discard after use, do not resterilize. Made of silicone elastomer. Correction - h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.